Manufacturer narrative:
The customer's products have been requested back for an investigation.

Event description:
Customer reports receiving an inaccurately high reading on their blood glucose monitor. In blood glucose tests, the customer received a reading of 259 mg/dl compared to a lab result of 85 mg/dl obtained within 10 mins. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically siginificant. There was no report of death, serious injury or mistreatment associated with this event.